Event description:
Note: this report involves the same patient as the one from manufacturer report #3005099803-2011-03312. It was reported to boston scientific corporation that following the procedure, which was done via horizontal incision, the patient presented with a very small amount of mesh exposure at the cervix. The physician stated that the mesh exposure did not require additional medical intervention. Following the implantation procedure, the patient presented with significant bleeding. The physician stated that a small artery near the incision was not properly closed; this caused bleeding. The patient underwent a blood transfusion for the blood loss. Her condition as of (B)(6), 2011, is reportedly fine.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a vaginal colpopexy procedure (procedure date unknown), and post-operatively underwent a blood transfusion. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.